Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Trend review summary: review of all complaints of a050401 - fluid leak for the period of (B)(6) 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿I chart of a050401 fluid leak for saline breast implants and additional analysis¿. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, white calcification outer device and creases fold leak test and microscopic analysis was performed which identified: striated opening on anterior and delamination partial of the plug strap disk shell the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination partial of the plug strap disk shell (cohesive failure). A striated opening on anterior assessed as surgical damage. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed one opening in the anterior side assessed as surgical damage. Additional observations: white calcification observed inside device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.